Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 3.00 x 12mm synergy stent was used in a procedure. However, the stent came off from the delivery system. No patient complications were reported and the patient was not harmed. It was further reported that the first 3.0 x 12mm synergy drug-eluting stent came off the delivery system in the left main after multiple attempts to cross the lesion. The stent was removed using a snare and another 2.5 x 12.mm synergy drug-eluting stent was advanced; however, the stent also came off the delivery system then the whole system was removed from the body. The dislodged stent was also removed using a snare. The patient was transferred to a facility that could use atherectomy and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Used (B)(6) 2018 as event date as there was no date provided.

Manufacturer narrative:
Device is a combination product. Used (B)(6) 2018 as event date as there was no date provided.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 3.00 x 12mm synergy stent was used in a procedure. However, the stent came off from the delivery system. No patient complications were reported and the patient was not harmed.